Manufacturer narrative:
Complaint conclusion updated with product analysis: before use on the patient, the balloon of a powerflex pro 5 x 22 mm percutaneous transluminal angioplasty (pta) balloon catheter (bc) was not used during the procedure because it had a defect (punctured). The procedure was completed successfully with another cordis balloon of the same sku (catalog number). There was no report of patient injury. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was not inserted into the patient and the defect was noted while prepping. The device did not prep normally; it did not maintain negative pressure (it was in this moment that the doctor realized that the balloon was punctured). There were no anomalies noted during prep. The contrast to saline ratio was (B)(4). An inflation device was used. The same indeflator was used successfully with other devices. The device was returned for analysis. A non-sterile unit of powerflex pro 5mm x 22cm 135cm bc was returned. Per visual analysis the hub showed evidence of cracking. The balloon appears not to have been inflated. No other anomalies were noted. Per functional analysis it was found that the hub leaked due to the cracks observed on the visual analysis. Per sem analysis the crack passed through the complete thickness of the hub. Transverse view of the cracked section showed a plastic deformation pattern and this suggests that an excess of force was applied on that zone. There was no evidence of cutting damage or other anomalies. A device history record (DHR) review of lot 17110129 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon / leakage-during negative prep¿ was not confirmed through analysis of the returned device. The exact cause of the crack could not be determined however procedural or handling factors may have contributed to the event as evidenced by a plastic deformation pattern suggestive of an excess of force applied to that zone noted during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Preparation: 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a (B)(4) solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(6). Before use on the patient, the balloon of a powerflex pro 5 x 22mm percutaneous transluminal angioplasty (pta) balloon catheter was not used during the procedure because it had a defect (punctured). The procedure was completed successfully with another cordis balloon of the same sku (catalog number). There was no report of patient injury. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was not inserted into the patient because the defect was noted while prepping. The device did not prep normally; it did not maintain negative pressure (it was in this moment that the doctor realized that the balloon was punctured). There were no anomalies noted during prep. The contrast to saline ratio was 50%/50%. An inflation device was used. The same indeflator was used successfully with other devices. The device was not returned for analysis. A device history record (DHR) review of lot 17110129 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, before use on the patient, the balloon of a powerflex pro 5 x 22mm percutaneous transluminal angioplasty (pta) balloon catheter was not used during the procedure because it had a defect (punctured). The procedure was completed successfully with another cordis balloon of the same sku (catalog number). There was no report of patient injury. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was not inserted into the patient, the defect was noted while prepping. The device did not prep normally; it did not maintain negative pressure (it was in this moment that the doctor realized that the balloon was punctured). There were no anomalies noted during prep. The contrast to saline ratio was 50%/50%. A boston scientific inflation device was used. The same indeflator was used successfully with other devices. The device is not available for analysis.